Event description:
The manufacturer received information alleging a ventilator patient became decannulated and cardiac arrested. The reporter of the event alleges the ventilator failed to alarm to alert the caregiver. The patient has made a full recovery. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator patient became decannulated and cardiac arrested. The reporter of the event alleges the ventilator failed to alarm to alert the caregiver. The patient has made a full recovery. The ventilator was returned to the manufacturer for evaluation. The complaint the device failed to alarm could not be duplicated. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's the test failed due to the machine flow sensor being clogged with dirt and dust. On the reported day of the event, (B)(6)2022, a circuit disconnect alarm was logged with a duration of 16 seconds. Although the ventilator failed a test step, the allegation the device failed to alarm for patient circuit disconnect could not be duplicated.